Manufacturer narrative:
Although the used device was discarded by the reporting hospital, navilyst medical's investigation into this event is on-going. A supplier corrective action request (scar) will be sent to the sheath manufacturer, greatbatch medical. A supplemental medwatch will be submitted upon completion of the investigation, ((B)(4)).

Event description:
As reported, during a PICC placement procedure, while attempting to peel the peel-away introducer off the catheter, both handles of the introducer broke off. The PICC was removed and the sheath tubing was "easily removed" with the PICC. The procedure was successfully completed with no complications to the patient. The used introducer was discarded by the hospital, however, photographs were provided.